Manufacturer narrative:
Patient code: 1685,1695,2240, 3191- abdominal distention, 3189- surgical intervention. It was reported that the patient underwent a revisionary procedure on (B)(6) 2018. It was reported that he experienced abdominal pain, hernia, abdominal distention and adhesion.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.